Event description:
Upon use of the first autosuture endo stitch 10mm by two scrub technicians, the needle would not release and broke. Then a second endo stitch was used and the needle broke. All pieces of both needles were retrieved and confirmed by lateral and ap x-ray. The sales representative is aware. No packaging was saved.